Event description:
A US distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt unable to complete incoming functional test. The cause for the failure was isolated to a damaged solder connection in the distribution node to the pulse wire. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.